Manufacturer narrative:
Product not returned yet to manufacturer . No examination was performed yet. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional information was requested . Investigation is in progress. Product not received yet.

Event description:
Roi-c: broken implant. According to the instrumentator who was present in the surgery, at the moment of impaction the cervical cage roi-c broke. Operative notes were also provided but in (B)(4). ( waiting for translation) no delay in surgery. No impact on the patient. Additional information: the surgeon use another implant to replace the first one. The cage was properly assembled with the holder (screw tightening, cage in contact against the holder and hook properly positioned). The axis of the disc space was respected (any sagittal angulation toward head or foot direction). Adjustable stop was used while impacting cage/anchor. The stop it was on 0. Patient have healthy bones. The issue occured during the implantation of the first anchor. The starter awl wasn't used in surgery .

Manufacturer narrative:
Corrected information in h6: investigation conclusions. This follow-up report is being submitted to relay additional information and initially corrected information. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that an roi-c cage broke during impaction of the first anchoring plate. The anchoring plate and cage were removed and another cage and anchoring plate were used. There was no reported patient harm or surgical delay.

Manufacturer narrative:
Corrections: a1, b5, d1, d2 (common device name), e1, e2, e3, g3, and h6 method). Additional information: a5 (ethnicity), d4 (UDI number), d10, g5 (PMA/510(k) number), h6 (patient, device, results, and conclusions). H8: information entered in error; there are no changes from the initial report. D10: device return date unknown. The returned cage was evaluated. Visual examination found that the device is fractured on one side where the anchoring plate would be inserted. It was reported that the cage fractured during insertion of the anchoring plate. As such, it is possible that the anchoring plate was not aligned correctly within the cage. It is also possible that the anchoring plate pathway was not prepared appropriately. This would result in greater than expected forces being applied to both the anchoring plate and cage during plate insertion; however, this cannot be conclusively determined. A review of the manufacturing records found no nonconformances or temporary deviations that would have contributed to this failure and the device was likely conforming when it left zimmer biomet's control. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that an roi-c cage broke during impaction of the first anchoring plate. The anchoring plate and cage were removed and another cage and anchoring plate were used. There was no reported patient harm or surgical delay.